Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the devices broke before using it for left gastric artery ligation. New device was used to complete the case. No patient injury and no medical intervention was required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The cartridge was received with the clip body and clip tracks separated. The cartridge was reassembled. Functionally; a pmv representative instrument was used for all functional testing. The cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. The root cause of the observed condition could not be reliably determined due to the disassembled cartridge; however, based on observations the most likely root cause for the observed condition was determined to be mishandling during application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.